Event description:
It was reported that this pacemaker had reached battery capacity depleted (bcd) from one year remaining. Boston technical services consultant discussed bcd parameters and that therapy can no longer be guaranteed. Health care professional also reported that patient was complaining of fluttering and will send the patient to the emergency room. As of this time, this pacemaker remains in service. No adverse patient effects were reported.